Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency stop switch was reset during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system locked up due to the emergency switch being stuck in enable, or active, mode. The fse had to reset the switch and reset the system to correct this issue. This caused a loss of imaging functionality. There was no patient injury or death reported.